Manufacturer narrative:
The customer reported that the central nurse's station (cns) was intermittently freezing up. They sent the unit in for repair and it is currently awaiting evaluation. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the central nurse's station (cns) was intermittently freezing up.

Manufacturer narrative:
The customer reported that the central nurse's station (cns) was intermittently freezing up. The customer initially wanted to have the unit repaired but evaluation of the unit revealed that the unit could not be repaired due to many parts that need to be replaced are currently obsolete including the main board. The customer decided to exchange the unit.

Manufacturer narrative:
Details of complaint: on (B)(6) 2017 customer stated cns device, mu-971ra s/n (B)(6), was freezing intermittently. Device was sent to nka for evaluation and repair. Nka repair center evaluated the device. The cause of the freeze issue was diagnosed as hard drive needing replacement. Upon replacing the hard drive, repair center observed device also experienced display issue. The parts necessary to repair the display issue were not available due to device having been obsoleted. The display issue was not resolved. It is unknown if the display issue was related to the freezing up of the device. Service requested: evaluation and repair. Service performed: evaluation and repair. Investigation results: [risk assessment] the probability of this issue re-occurring is derived from c4c data. Data was pulled on jan 22, 2020. Out of 33046 records, the ticket title is filtered for "freezing" keyword. The service category is filtered to include only "pm" related incidents. Pm is referring to patient monitoring devices. The model is filtered to show only "mu-971ra" incidents. There were 3 incidents of cns freezing. Additional keyword search for "freeze", "froze" yielded 5 more incidents. The total number of cns 9701 freezing incidents is 8. Total number of units sold is available in sap. The total number of units sold since 2014 (the beginning of sap data) is 1770. The power issue has a rate of occurrence at 0.5%, or according to sop06-075, quality complaint investigations, the event may only occur in exceptional circumstances - rare. Risks: the risk of cns freezing is that there is a loss of central monitoring of patient's vital signs and waveforms, along with other patient information. The cns monitors both bedside and wireless telemetry transmitters devices. Bedside monitors have local alarm functions, both audible and visual, while wireless telemetry transmitters display compressed waveform and numeric data of the latest 10 minutes. If alternate monitoring means are not available for the wireless telemetry patients, there is a possible loss of patient monitoring. In a worst-case scenario, the loss of monitoring capability at a central nursing station for cardiac rhythm and vital signs could delay the recognition and management of arrythmias and sudden deteriorations in vital signs in critically ill patients. This could adversely impact the outcome of subsequent treatments such as resuscitation. The risk is considered "major" as defined under sop06-075, quality complaint investigations. Therefore, the overall risk of this event, taking into consideration of severity and probability, is medium. Cns's intended use: the cns-9701 central monitor is designed for use in various hospital environments, including the ICU, ccu, recovery room, and general ward. The central monitor allows hospital staff to monitor patient's vital signs and waveforms, along with other patient information. The central monitor is designed so the operator can directly touch the screen from the operator's position. The patient monitoring network is composed of central monitors, bedside monitors, multiple patient receivers and transmitters. [History] device was put into service on 2/19/2006. Service history for this device shows no other service incidents. Cns-9701 service manual, revision f, states that device should undergo periodic maintenance inspection at least once every 6 months. Items to be replaced periodically include hard disk drives and cooling fan chassis. These items are to be replaced every 2 years (or 20,000 working hours if user keeps track of the working time). Due to maintenance history for device is not available, it is not possible to determine the root cause of the intermittent freezing and display issue. Review of the device history record (DHR) shows that the unit has no history of ncmr, refurbishing, or other suspected defects . Investigation conclusion due to maintenance history for device is not available, it is not possible to determine the root cause of the intermittent freezing and display issue. Review of the device history record (DHR) shows that the unit has no history of ncmr, refurbishing, or other suspected defects. Additional information: b4. Date of this report e2. Health professional e3. Occupation f6. Date user facility/importer became aware of the event f7. Type of report f11. Date report sent to FDA f13. Date report sent to manufacturer g4. Date received by manufacturer g7. Type of report h2. If follow-up, what type? Additional information device evaluation h3. Device evaluated by manufacturer? H6. Event problem and evaluation codes h10. Additional manufacturer narrative the following fields are not applicable (n/a) to this report: a2 - a6 b2 b6 b7 d4 lot # & expiration date d6 - d7 d9 d11& c2 f10 g6 g8 h7 h9.

Event description:
The customer reported that the central nurse's station (cns) was intermittently freezing up.